Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
During processing of this incident, attempts were made to obtain complete patient information (weight); however, no further information was received.

Event description:
It was reported that patient experienced discomfort at ipg site. Patient denies any trauma, redness, swelling or drainage. Surgical intervention may be undertaken to address this issue.